Event description:
The customer reported the generation of four (4) false low sodium (na) patient results, involving the au680 clinical chemistry analyzer system. The customer repeated the sample on the alternate au system and obtained the correct results. The erroneous results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient demographics but provided data result for one (1) patient sample.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the device. To resolve the issue, the customer replaced the sample pot assembly and sample pot t- tubing. No further issues were noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code: 4756 is used for sample pot assembly. Beckman coulter internal identifier is (B)(4).